Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection shows the main coil and the pusher wire returned inside the introducer sheath. The twist lock was opened. It was observed, presence of blood in the introducer. The main coil was observed bent, detached and stretched at the coil arm section. No more damages were observed. Under the microscope it was observed, that the main coil was observed bent, detached and stretched at the coil arm section. The functional test could not be performed, due the main coil and the pusher wire are not interlocking. All dimensional inspection passed the test.

Event description:
Reportable based on device analysis completed on 19 may 2023. It was reported, that the coil was unable to advance. The target lesion was located in the moderately tortuous gastric varices. A 8mm x 40cm .035 interlock 2d was selected for use. During the procedure, the coil could not advanced out of the imaging catheter. The coil was removed together with the catheter. And the procedure was completed with another of the same device. No complications were reported. And the patient was stable. However, returned device revealed detached coil at the arm section.